Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device intermittently powers off. Complainant did not indicated that there was any pt involvement in the reported malfunction.